Manufacturer narrative:
A product history record (phr) review of lot number 82300911 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6 x 20 mm 0.14 palmaz blue stent was found to be broken and contrast and saline leaked out when pressurized with a pressure pump, after which the stent was withdrawn. There was no reported patient injury. The patient was reported to have stenosis at the opening of the right renal artery. The balloon was pre-dilated and then the stent was delivered along the guidewire in place. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6x20mm 0.14 palmaz blue stent was found to be broken and contrast and saline leaked out when pressurized with a pressure pump, after which the stent was withdrawn. There was no reported patient injury. The patient was reported to have stenosis at the opening of the right renal artery. The balloon was pre-dilated and then the stent was delivered along the guidewire in place. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6x20mm 0.14 palmaz blue stent was found to be broken and contrast and saline leaked out when pressurized with a pressure pump, after which the stent was withdrawn. There was no reported patient injury. The patient was reported to have stenosis at the opening of the right renal artery. The balloon was pre-dilated and then the stent was delivered along the guidewire in place. The product was stored and prepped according to the instructions for use (IFU), with no damage noted to the packaging and no difficulty encountered during removal from the packaging. The stent was not manipulated on the sds, and no damage or deformation was observed. There was no resistance during device advancement. A 50/50 contrast-to-saline ratio was used, and the same indeflator had been successfully used with other devices. The device was inflated to six atm, at which point the indeflator gauge indicated a loss of pressure after approximately one second. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 6x18/142p pkg¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for product evaluation. A thorough inspection revealed no damage or anomalies. The balloon was returned uninflated, and the stent was properly mounted in its manufacturing condition. No other notable details were observed. A functional test was performed. An inflator/deflator device was attached to the inflation port, positive pressure was applied to reach the rated burst pressure. However, the inflation pressure could not be maintained due to a punctured condition observed on the balloon. The balloon was inspected using a vision system, which revealed a rupture on the surface where water was leaking with secondary scratch marks near the damaged border area. This type of damage is commonly caused by interaction with a sharp object or mechanical damage. It is likely that the same factors causing the scratch marks on the surface led to the damaged condition found on the received device. It appears that the material near the damaged area was affected by a sharp object from outside the device. A product history record (phr) review of lot 82300911 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage, during positive pressure¿ was visualized during functional analysis. However, the exact cause could not be determined. Microscopic analysis revealed scratch marks on the border of the damaged portion of the balloon and a leakage was noted. It appears the balloon was damaged by the interaction of the balloon material with a sharp object like calcified spicules located on the lesion or a mechanical damage. Therefore, based on the analysis provided it is likely vessel characteristics contributed to the events reported. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.